Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer. In-house testing performed across multiple architect csystem analyzers demonstrated that glucose reagent lot 48090uq08 is performing within specifications. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 03l82, lot 48090uq08, was identified.

Event description:
The customer observed a falsely decreased clincial chemistry glucose result while using the architect c4000 analyzer. The customer provided the following data: initial result: 709 mg/dl, retest 72 mg/dl. The physician questioned the result of 72 which did not align with the patient diagnosis and pathology (specific details not provided). A second specimen was drawn and generated result as expected; 707 mg/dl and 698 mg/dl there was no adverse impact to patient management reported.